Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of an issue with the display screen, it was deemed out of specification in an electrical manner. It was further noted that the lower case was broken, the display wires were pinched (wire insulation not compromised), the keypad was scratched, the main seal was pinched, four case screws were contaminated and a foreign object was found inside of the device. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's upper screen did not work. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.